Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was performed, and a watchman laa closure device was implanted in the laa. On (B)(6) 2026, the patient arrived at a different hospital with an embolized watchman closure device in the ascending aorta. The physician from the hospital contacted a bsc representative for information as to how to remove the closure device as the physician was inexperienced with the watchman device. The bsc representative provided information and offered remote support if needed. The physician was able to snare the watchman closure device to remove without any complications. The physician was unable to provide any information about the device such as the lot number, size, or type. No information on the implanting facility was provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 unique identifier (UDI) #: detailed product information was not provided or made available to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: (B)(6) which exceeds 10 characters for field.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 unique identifier (UDI) #: detailed product information was not provided or made available to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: phone number listed as (B)(6) which exceeds 10 characters for field. With all the available information, boston scientific (bsc) concludes: device history record review a device history records (DHR) review for this watchman laa closure device and delivery system could not be performed as no batch number was reported and a ship history could not be performed. Boston scientifics manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the watchman closure device was disposed therefore device analysis could not be performed. Despite good faith effort attempts, procedural angiographic media was not provided to assist in the investigation. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required, hospitalization) as a known adverse effect of the device. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure.

Event description:
It was reported device embolization occurred. A left atrial appendage closure (laac) procedure was performed, and a watchman laa closure device was implanted in the laa. On (B)(6) 2026, the patient arrived at a different hospital with an embolized watchman closure device in the ascending aorta. The physician from the hospital contacted a bsc representative for information as to how to remove the closure device as the physician was inexperienced with the watchman device. The bsc representative provided information and offered remote support if needed. The physician was able to snare the watchman closure device to remove without any complications. The physician was unable to provide any information about the device such as the lot number, size, or type. No information on the implanting facility was provided.